Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 8 months post implant of the ICD and 5 years post implant of the leads. Follow up with the funeral home revealed a cause of death was cardiorespiratory arrest and alzheimer's disease. No additional information was provided.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returnend, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.